Manufacturer narrative:
If add'l pertinent info becomes available, a supplemental report will be submitted. Based on info received, an MDR will now be filed. Initial assumption was that one was not required for this event. Info was received dec 11, 2007.

Event description:
Peri-guard was used as a buttress during partial resection of the pt's thoracic wall. Swelling and redness developed in the area of the patch post-op (infection). After christmas holidays, pt returned to have wound opened and a drain inserted to reduce pressure of infected tissue. There remained a fistula with secreting serous liquid. Unk pt status.